Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter had a tiny hole near the insertion point. It was stated the nurse inserted PICC in place and trimmed the end to add the adapter, when flushing it was found to be leaking close to the insertion point. On close inspection it was noted there appeared to be a tiny hole in the PICC itself. PICC was removed and patient had to be rescheduled for another insertion.